Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service and repair center and evaluated. Per service report, neither the fault reported by the customer could be verified nor another fault was found. Therefore, this complaint cannot be confirmed. The following activities were conducted: unit modified, functional test performed, functional test completed, mechanical upgrade performed, asset changed. We cannot determine a root cause for why the customer experienced the reported problem as no problem was found. Furthermore, the service history has been reviewed in lieu of the manufacturing record evaluation for this device since it was previously serviced. The device was last serviced on (9/30/2015) and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Additional information: d4: the lot number was reported as unknown in the initial report and has been updated as 1306130; therefore, UDI: (B)(4). D4: the serial number was reported as unknown in the initial report and has been updated as (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Additional information: there was no surgical delay. There were no consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete. The lot number is currently not available.

Event description:
It was reported by the affiliate that the coag button of the vapr vue wireless footswitch doesn't work after 5 minutes. No patient consequences or delays reported. Alternative device available.